Event description:
In 2001, the family members of the patient reported that device was functioning intermittently. A new external processor was replaced, however, the family members expressed concern about the lack of progress made by the patient using the device. In 2002, a company representative visited the implant center to perform device testing. Programming adjustments were made at that time. No further problem was reported by the center. The next month, the device was explanted without previous notification to the company.